Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2. Scratches were generated on the probe. Also, a seal & cut short circuit error (error code: u508) occurred. 3. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Patient initial (B)(6). The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 13 mm from the tip of the probe. The broken piece was returned and with no piece missing. There were scratches around the broken part. When checked, the fractured surface was starting from the scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, after 30 minutes of the start of a two hour therapeutic total laparoscopic hysterectomy, a u508 seal and cut short circuit error message was received. The device probe tip broke off as the device was being removed from the patient body. The was no broken piece in the patient. The procedure was completed without any delay with a new device of the same model number. The patient did not need to be given additional anesthesia. There is no harm or adverse impact to the patient. The intelligent tissue monitoring (itm) setting was on during the procedure. The functional mode and settings were seal and cut: 1, seal: 1. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. The user was a young doctor. Per the doctor, the event may have been caused by the device being twisted while using.